Event description:
It was reported that the patient suffers from symptoms associated with parkinson's disease. It was also reported that the patient does not feel that his deep brain stimulation (dbs) device was operational at all. The patient programmer reportedly allows the patient to check all 8 of his electrodes and in the past the patient would reportedly see "8 ok" which shows all 8 electrodes to be functioning properly. At the time of the reported that patient was seeing an error message when he performed a check. It was further reported that the patient had hit his head on a cabinet door and was concerned. It was noted that the patient was experiencing problems with his device prior to hitting his head and did not feel that the problems with his dbs were due to that incident. The patient was reportedly instructed to turn off his device for a few hours and then turn it back on in order to assist in determining the functionality of the system. It was asked that the patient do this prior to taking his usual parkinson's medication. It was reported that the patient could tell no difference in the system being turned on or off. The patient has an appointment with his health care provider on (B)(6). Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3387s-40 lot# v674548, implanted: 2011 (B)(6), product type lead product ID: 3387s-40 lot# v657037, implanted: 2011 (B)(6), product type lead product ID: 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 37642 lot# serial# (B)(4), product type programmer, patient. (B)(6).